Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen timed out faster than expected. The customer reported time out setting was set to 120 seconds an declined to troubleshoot. There was no known impact to the customer's blood glucose.